Manufacturer narrative:
Product ID 7495-66, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1999, product type programmer; product ID 3888-28, lot # l58800, implanted: (B)(6) 1999, product type lead.

Event description:
It was reported a possible infection. Patient noticed "some light redness" over implantable neurostimulator (ins) site over the past 6 to 7 months. Site had become sensitive and when lays on area "feels like a bruise." Patient was going to have a surgery; however, blood test indicated some issue. Cancer specialist and patient were wondering if blood issue was device related. No trauma, fall or new activity had occurred. Ins depleted summer before this report. Additional information has been requested, but was not available as of the date of this report.